Manufacturer narrative:
Initial 1 of 2. E1: name-tandem. Street-11045 roselle street suite 200. City- san diego. State- ca. Zip code- 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The blood glucose was high and the patient was treated with multiple daily injection.